Manufacturer narrative:
(B)(4). The pump was returned and evaluation was completed by the product analysis lab on 10/19/2011 with the following findings: the total daily dose history from (B)(4) 2011 to end of pump use on (B)(4) 2011 was reviewed; daily insulin delivery totals correctly reflect the users programmed basal rates. The bolus delivery history was reviewed from (B)(4) 2011 to (B)(4) 2011; the total bolus delivery on (B)(4) 2011 was 8.15 units, on (B)(4) 2011 it was 0.0 units, and on (B)(4) 2011 it was 4.4 units prior to the hospital admission around 3:00pm. The prime history indicated that an infusion set change occurred on (B)(4) 2011 at 10:33am. The first bolus delivery following the infusion set change occurred at 4:40am on (B)(4) 2011 indicating that the patient did not test the site for absorption as is recommended in the instructions for use. No alarms or pump conditions indicating a malfunction were recorded in the black box or pump alarm history. During a flow accuracy test, the pump accurately delivered 2.00 units per hour for a 29-hour period. No malfunctions or defects in insulin delivery were observed. The pump was investigated for occlusion detection and passed the force sensor calibration test. The pump was accurately able to detect occlusions when tested. There was no evidence of occlusion alarms or high force in the history from (B)(4) 2011 until end of pump use. No pump defect was found during this investigation.

Event description:
The patient sent a letter to animas in which she reported that she was hospitalized for diabetic ketoacidosis. The patient did not provide details of the hospitalization; treatment or blood glucose (bg) values have not been provided although they have been requested. She reported that when she removed the infusion set in the hospital she observed that the cannula was bent in half at the tip. She stated that she believed the cannula had not entered her body and that therefore she did not receive the insulin she expected. The patient said that she replaced the infusion set at the hospital and her bg levels improved, though temporarily. She stated that during an unspecified amount of time after discharge from the hospital her bg levels elevated again and she removed the set to again find a bent cannula. The patient noted that she has discontinued insulin pump therapy. The complaint is being reported because the patient alleged that the pump should have alerted her to the fact that she was not receiving insulin. This complaint has been forwarded to the manufacturer of the infusion set.

Manufacturer narrative:
The pump return has been requested, but has not been received. Due diligence will be conducted to retrieve the pump. If the device is returned to animas, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(4)